Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included pregnancy, ganglion cyst and paratubal cyst. Previously administered products included for an unreported indication: iud. Concurrent conditions included menses irregular, uterine fibroid, uterine leiomyoma, endometrial polyp and acute post hemorrhagic anemia. Family history included uterine leiomyoma. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure inserted. In march 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On 3-mar-2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 7 years 3 months after insertion of essure. On an unknown date, the patient experienced dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), infection ("infections"), ovarian cyst ("ovarian cysts"), anxiety ("anxiotus") and depression ("depressed"). The patient was treated with surgery (lapatotoiny and bilateral linear salpingostomy, total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, vaginal discharge, infection, ovarian cyst, anxiety and depression outcome was unknown and the vaginal haemorrhage and menorrhagia had not resolved. The reporter considered anxiety, depression, dyspareunia, infection, menorrhagia, ovarian cyst, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on 02-nov-2016: 2-1/2 centimeter fibroid with endometrial polyp.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-jun-2019: quality-safety evaluation of ptc incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included pregnancy, ganglion cyst and paratubal cyst. Previously administered products included for an unreported indication: iud. Concurrent conditions included menses irregular, uterine fibroid, uterine leiomyoma, endometrial polyp and hemorrhagic anemia. Family history included uterine leiomyoma. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 7 years 3 months after insertion of essure. On an unknown date, the patient experienced dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), infection ("infections"), ovarian cyst ("ovarian cysts"), anxiety ("anxiotus") and depression ("depressed"). The patient was treated with surgery (lapatotoiny and bilateral linear salpingostomy, total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, vaginal discharge, infection, ovarian cyst, anxiety and depression outcome was unknown and the vaginal haemorrhage and menorrhagia had not resolved. The reporter considered anxiety, depression, dyspareunia, infection, menorrhagia, ovarian cyst, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: 2-1/2 centimeter fibroid with endometrial polyp. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 27-mar-2019: pfs and mr were received: events: abnormal bleeding (vaginal, menorrhagia), device monitoring procedure was not performed were added. Event onset date were updated. Reporters were added. Concomitant drug and conditions were added. Lab data was added. Reporter causality comment was added. Event outcome of abnormal bleeding(vaginal,menorrhagia ) updated from unknown to not recovered resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), infection ("infections"), ovarian cyst ("ovarian cysts"), anxiety ("anxiotus") and depression ("depressed"). The patient was treated with surgery (go a lapatotoiny and bilateral linearsalpingostomy with removal of the essure edz devices on februa). At the time of the report, the pelvic pain, dyspareunia, vaginal discharge, infection, ovarian cyst, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dyspareunia, infection, ovarian cyst, pelvic pain and vaginal discharge to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.